Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. The reporter noted that the event occurred "(B)(6) 2016 thru present" and "summer 2016". It was reported that (B)(6) 2016 was the earliest date of related reports. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was unable to get all of the air out of the filter. The incident occurred while the line was being primed per manufacturer's instructions. The air did not move further down the line with further priming. The line was left in the patient. It was unclear what the impact to the patient was.